Manufacturer narrative:
Since the serial number of the pcb00 was not known, no manufacturing record review was performed. No visual inspection was performed since the complaint unit was not returned. The complaint can't be confirmed. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
UDI #: unknown because serial number is not available. Pt age at time of event or date of birth: unknown. Pt sex/gender: unknown. Date of event: unknown. . Catalog #, serial #, and expiration date: unknown. Implant and explant date: unknown. Initial reporter phone no: (B)(6). Device manufacture date: unknown. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during the implantation of the preloaded insertion system (pcb00) the haptics were stuck to the optics and when the surgeon wanted to un-stick them there was a capsular tear. No further information was provided.